Manufacturer narrative:
Lot #: potential lot number reported h21k24052. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue piece) and the main body (light blue piece) of a minicap extended life pd transfer set. This was identified while disconnecting from peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h3, h6 and h10. H10: the device was received for evaluation. During visual inspection, a separation was observed between the dark blue female connector and the light blue main body. The device underwent functional leak testing, clear passage and clamp functioning testing and the set performed according to product specifications. No leak was observed. Therefore, there was no risk to the patient as the separation of the transfer set did not result in a breach in the sterile pathway. The separation was verified. The cause of the condition was due to inadequate solvent bond between the female connector, insert chip, and main body during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.